Event description:
A product liability claim was raised. The patient is pursuing a liability claim arising out of the use of the durom acetabular cup and has opted into the zimmer durom hip implant class action in (B)(6). We have no other information about this claim. Product was implanted on an unknown date and patient is currently being monitored due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored. Since the date of the implantation was not reported this case will be treated as related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).